Event description:
It was reported that during a "dca" procedure it ws noted on the 6th cut at 20 psi, the cutter was not able to fit back into the housing window. The case was successfully completed with another atherectomy device.